Manufacturer narrative:
Investigation findings: the product was received and the evaluation confirmed the reported problem. Further investigation found that the handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. There are no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this shaver handpiece, it stopped functioning. The handpiece was switched out without injury or surgical delay, and the procedure was completed as intended.